Event description:
A pt with a history of coronary heart disease, hyperlipidemia, peripheral vascular disease, peripheral neuropathy, atrial fibrillation and previous bilateral femoral-tibial bypass grafts with left 5th toe amputation. Impra flex thinwall small bead graft implanted from right iliac to anterior tibial artery in 1999. In 2000, graft occluded. Thrombolysis unsuccessful at restoring patency. Right below knee amputation performed on 2/28/00. This was reported as an adverse pt event and not a complaint.